Event description:
It was reported that the patient died on (B)(6) 2011 at the hospital. A family member contacted animas with a billing question but hung up after she stated that the patient had died. Requests for a return phone call have not elicited a response from the family member. There are no complaints on record for the patient's insulin pump; no malfunctions or blood glucose excursions were reported to animas. The most recent note in the patient's record was from (B)(6) 2009 when the animas clinical manager noted that the patient was gravely ill due to infection resulting from limb amputation. At that time he was said to be off the pump and was on dialysis. According to the notes, the patient requested assistance to return to insulin pump therapy but multiple attempts to reach him were unsuccessful. This complaint is being reported because at this time the pump cannot be ruled out as a cause or contributor to the patient's demise. If additional information is obtained a supplemental report will be filed.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 07/21/2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.